Event description:
Suspect medical device was implanted in pt's right ventricle in 2007, at reporting facility due to diagnosis of first degree av block and wide left bundle branch block. Also at that time a generator and right atrial lead were implanted. In the same month, pt returned to reporting facility and was diagnosed with diaphragm pacing which pt described as his stomach jumping. Pt reported having the symptoms two days prior. Pacemaker interrogation showed failure of rv capture and diaphragm pacing. His rv lead was then turned off. A CT was performed two days later, and showed the tip of the right ventricular lead projected just beyond the ventricle. In 2007, pt was taken to surgery for subxiphoid pericardial window, removal of suspect medical device using fluoroscopy, placement of a new ventricular lead, placement of new pacemaker generator, and placement of a drain. Pt's postoperative course was uncomplicated. He was discharged the following month.